Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the dark blue connector and the twist clamp in closed position. A visual inspection with the naked eye and magnification noted that the light blue man body was cracked/broken. There was some brown/yellow staining in the cracked area of the main body. The reported condition was verified. The cause of the crack/damage was undetermined; however, the cracked/broken set was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.